Event description:
It was reported that a participant using the iLet with a CD steel infusion set on the abdomen and a Dexcom G7 experienced a high glucose event with a highest CGM reading of 380 mg/dL for approximately five hours, attributed to a late meal announcement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as a use of device problem and the specific device component not otherwise specified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.